Manufacturer narrative:
Product event summary: the 2af283 arctic front advance¿ catheter with lot 26673 and data files were returned and analyzed. Three image files were received for analysis. The fluoroscopic images returned from the field showed that the balloon catheter appeared to be bent. No anomalies were identified during visual inspection of the balloon, shaft, and handle. The catheter smart chip data was reviewed and indicated the catheter was used for 6 applications on the reported event date. The catheter was recognized and passed electrical integrity and performance testing. The catheter completed the inflation, ablation, and thawing phases with no system notices generated. No performance issues were identified. The pressure and flow were in range, and the temperature curve had no oscillation or overshoot. During inflation, the guidewire lumen was observed to be bent inside the balloon. During inspection and pressure testing of the shaft, a guidewire lumen kink and breach were observed 1.44 inches proximal to the catheter tip. In conclusion, the catheter did not pass the returned product inspection due to a guidewire lumen kink and a guidewire lumen breach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an atrial fibrillation cryoablation procedure, a kink was observed in the middle of the balloon catheter during the first inflation, which affected the normal progress of the surgery. On-site personnel confirmed that the catheter's control lever was in its initial position and no bending operation had been performed. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.